Event description:
The event is reported as: during the ventilation, the neptune stopped working by creating a mucus plug in the tracheal tube. Condition of patient is reported as fine.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. A device history record (DHR) review was conducted on the reported serial number. The DHR investigation did not show issues related to the complaint. Fmea (product/process) assessment was conducted and no changes are required. Complaint can not be confirmed since the sample was not available for investigation at the time of this report. Teleflex will continue to monitor and trend relating complaints.